Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address disassociation and loosening of the liner from the cup. It was also noted the majority of the tabs had been worn off of the liner. Examination of the reported devices confirms the reported liner disassociation. Wear found on the femoral head and matching acetabular cup damage confirms the femoral head was eccentrically loading the acetabular cup. The returned liner also shows signs of unusual wear, four of the ard's have been fractured, further indicating the eccentric loading. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material and subsequent disassociation of the liner from the cup. The patient is a reported (B)(6) female. No further demographics made available. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Review of device history records for the returned acetabular cup liner finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned devices by depuy material science confirms the initial report of disassociation. No evidence of material or manufacturing defects was observed for any of the devices returned. Review of provided medical records and patient x-rays did not identify a depuy product problem. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received. After review of the medical records for MDR reportability, the revision operative note indicated disassociation and metallosis. The metallosis can be attributed to the disassociation. The cup has already been reported on (B)(4). There is no new additional information that would affect the existing MDR decision.

Event description:
Patient was revised to address disassociation and loosening of the liner from the cup. It was also noted the majority of the tabs had been worn off of the liner.